Event description:
Boston scientific received information that during the implant procedure, after the device was connected and the pocket closed, the device was interrogated and noise on the right atrial (ra) channel was observed. The physician re-opened the pocket and checked the connection of the lead to device header by removing the ra lead from the header, wiping it off, and re-inserting it. Subsequently noise was then visible on both the ra and the right ventricular (rv) channels. It was noted that oversensing of the noise did lead to pacing inhibition, however the patient had an underlying rhythm, thus no asystole was seen. After the rv lead was removed, wiped and reinserted, noise was still visable on both channels; thus the physician opted to replace the device. A new device was connected with the same leads and further testing revealed no noise on either the ra or rv channel. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.